Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of moisture observed on the display screen inside the pump. Returned battery/cartridge caps were used to complete the investigation. The pump is unable to power up and is completely unresponsive. Unable to verify steps and to adequately investigate ¿cloudy¿ complaint due the power failure. The pump¿s cover was removed, further moisture ingress was found inside the pump to the display screen, the power pcb, the rf and fs circuits, and to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.